Event description:
It was reported that this patient suffered a ventricular fibrillation episode that was appropriately treated with anti-tachycardia pacing (atp). However, the patient vf continued without further therapies delivered for a little over a minute due to undersensing. Subsequently, the vf was sensed again as another episode and 2 additional bursts of atp and a tachy shock were delivered, converting the rhythm successfully. Reportedly, the patient suffered a syncopal episode due to this delayed therapy. The health care professional will call the sales representative to discuss device sensitivity reprogramming. This implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.